Manufacturer narrative:
Multiple attempts have been made on 24jun2024, 05jul2024, 17jul2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service. The customer called technical support to report that the display was dim. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and advised the customer that a hydis display was likely installed. The rse recommended that the customer should order the replacement user interface (ui) assembly and provided the customer with the part number and price of the replacement ui assembly for repair. The rse also informed the customer that the v60 operational software must be version 2.10 or greater when installing the new nec second-generation liquid crystal display (lcd) and advised the customer to reference the service manual for the repair. The investigation is ongoing.